Event description:
Pt presented with sharp chest pains aggravated by movement, and complained of shortness of breath. During thoracentesis, the catheter broke off inside the pt, requiring surgical removal.